Manufacturer narrative:
Isi received the device involved with this complaint and completed the device evaluation. Failure analysis investigation was able to reproduce the customer reported failure mode. The doco failed to display the right eye and had error 45312 at start up. The error 45312 indicates the video system detected loss of the right primary camera-video input. It was confirmed that the ccu2 for the right eye was dead. Ccu2 needs to be replaced to correct the problem. This complaint is being reported due to a da vinci system malfunction rendering the da vinci system unavailable for use after the start of a surgical procedure. Although no patient harm occurred, if this malfunction were to recur, it could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci-assisted prostatectomy procedure, the customer was unable to white balance and calibrate. The customer power cycled the system and upon power up, the system faulted with a right eye video loss error. The intuitive surgical, inc.(isi) technical support engineer (tse) instructed the customer to reseat the camera cable in both ends; however, the issue persisted. The tse recommended using a backup camera cable and camera head from another system; however, once again the issue persisted. At that time, the customer made the decision to continue and complete the procedure using the vision side cart (vsc) from another da vinci system. There was no report of patient harm, adverse outcome or injury. An isi field service engineer (fse) was dispatched to the facility and was able to reproduce the reported failure. The fse powered down the system and replaced the double camera controller (doco). The doco is located on the vsc and it receives and processes video signals.